Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, the male adapter of the unspecified device was connected to the removable clave port of the extension tubing set. After an unspecified length of time, the customer contact reported ¿the clave is plugging up and not allowing flow¿. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and therapy was resumed.